Manufacturer narrative:
Other applicable components are: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (2000mcg/ml) at an unknown dose via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient developed an infection and the pump was explanted. The spinal portion of the catheter was kept in place and tied off for future use. The pump segment of the catheter was explanted. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.